Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after an interventional liver chemotherapy procedure with a 5f sheath. Reportedly, when attempting to place the first proglide device, there was resistance inserting the device. The device was removed and it was found that the distal end of the sheath was bent. The second proglide device was successfully deployed, however, when attempting to advance the knot, the suture broke. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to difficult to insert into the anatomy, include, but not limited to, patient artery/anatomy variables. The reported difficulty to insert likely contributed to the bent sheath., the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.